Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced a heart attack due to ischemia and unrelated to their device. Since then, the left ventricular (lv) lead exhibited bouts of loss of capture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.